Manufacturer narrative:
Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Routine revision conducted due to poly wear.